Event description:
The three-piece modular graft was implanted in the pt in 2004. Follow-up exam noted a distal type I endoleak. The aneurysm in the right iliac artery appeared to have grown larger than the size diameter of the implanted leg graft. The endoleak allowed for the repressurization of the aneurysm. Another iliac leg graft was deployed in the ipsilateral leg graft extending the landing zone and creating a secure seal below the iliac aneurysmal growth. Subsequently, a leak was viewed through the graft at the junction site, believed to have been a tear or puncture in the graft material caused by calcium. An iliac leg extension was used to bridge the two components together resolving the type iii endoleak.